Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 364 mg/dl. The customer had only been treating with the insulin pump. The drive support cap appeared normal and recessed. No leaks or air bubbles were observed in the tubing. The insertion site was not sore or irritated. The infusion set was removed and the cannula was bent. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. She was advised on insertion techniques and how to avoid bent cannulas. The blood glucose was tested again and the reading was 448 mg/dl. The customer treated with a bolus. The insulin pump was not replaced or returned for analysis.